Event description:
Event verbatim [preferred term] 2nd degree burn [burns second degree] , did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product [device use error] , scaring/forever being scared [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 45-years-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number w38025, expiration date (B)(6) 2021, upc number 0573301725, from (B)(6) to (B)(6) 2019 at 1 patch for 5 days for neck pain from a neck strain. Medical history was none. There were no concomitant medications. The patient previously did not use thermacare and did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was calling about thermacare heatwraps joint pain therapy. She attached the adhesive to body. She used thermacare for 4-6 hours per day. She used the product on (B)(6) 2019 for 5 hours and when she took it off she had a burn. She went to the doctor and they said that she had a 2nd degree burn on (B)(6) 2019. She went to patient first to see a physician for the burn. She also experienced scaring, forever being scared on (B)(6) 2019. No admission to hospital involved. Treatment received included ointment and coconut oil for the events 2nd degree burn and scaring, forever being scared. The patient was not currently the care of a physician for any medical condition. She classified her skin tone as dark or olive. She had no abnormal skin condition. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on (B)(6) 2019. She did not read the usage instructions on thermacare before she used the product. She purchased red box. Packaging was sealed and intact. There was no product remaining. Device was not available for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of the events 2nd degree burn and scaring, forever being scared was not resolved and the outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2019): new information received from a contactable consumer includes patient data, device data (action taken, start date, stop date, dose), new events (scaring/forever being scared, did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product), onset date of events, outcome of events, deny of hospitalization and treatment details. Company clinical evaluation comment based on the information provided, the events of "2nd degree burn" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "2nd degree burn" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] 2nd degree burn [burns second degree], did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product [device use error], scaring/forever being scared [scar]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A 45-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number w38025, expiration date may2021, upc number (B)(6), from (B)(6) 2019 at 1 patch for 5 days for neck pain from a neck strain and joint therapy applied to neck/shoulder. Medical history included allergies: azithromycin, hives from an unknown date and unknown if ongoing. There were no concomitant medications. The patient previously did not use thermacare and did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was calling about thermacare heatwraps joint pain therapy. She attached the adhesive to body. She used thermacare for 4-6 hours per day. She used the product on (B)(6) 2019 for 5 hours and when she took it off she had a burn. She went to the doctor and they said that she had a 2nd degree burn on (B)(6) 2019. The diagnosis given by the doctor is second degree burn. She went to patient first to see a physician for the burn. She also experienced scaring, forever being scared on (B)(6) 2019. No admission to hospital involved. Treatment received included ointment and coconut oil for the events 2nd degree burn and scaring, forever being scared; and keep it cleaned. The patient was not currently the care of a physician for any medical condition. She classified her skin tone as dark or olive. She had no abnormal skin condition. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on (B)(6) 2019. She just checked her skin before and after using thermacare. She did not read the usage instructions on thermacare before she used the product. The product was not heated in a microwave prior to usage and was not re-heated at all during usage. The patient did not leave the product on while she was asleep. The patient applied the product directly to her skin, and the skin was not damaged or broken prior to the usage of thermacare. The area was not bruised or swelled 48 hours prior to usage of thermacare. During usage, she did not detect irritation, redness or burning. Thermacare was not used along with pain rubs, medicated lotions, creams or ointments. She purchased red box. Packaging was sealed and intact. There was no product remaining. Device was not available for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of the events 2nd degree burn and scaring, forever being scared was not resolved and the outcome of the other event was unknown. According to product quality complaints: complaint sub-class: adverse event safety request for investigation. Rsnbly suggest device malfunc: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Division: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 centigrade to 41.6 centigrade)per lower back and hip (B)(4), effective: (B)(6) 2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures.rsrv. Sample eval. Rationale: there were no obvious defects found during visual inspection of retain. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the five pouched wraps inside and shows no obvious defects. (B)(4) retain sample inspection form documented the retain evaluation. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first n/a complaint for the sub class adverse event safety requested investigation received at the (name) site requiring an evaluation for this batch. The complaints were evaluated to identify any potential trend and no trend was detected. On the basis of this evaluation, a trend does not exist for this batch. Per the product quality group, the hazard analysis list (hal) severity ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. Follow-up ((B)(6) 2019): new information received from a contactable consumer includes patient data, device data (action taken, start date, stop date, dose), new events (scaring/forever being scared, did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product), onset date of events, outcome of events, deny of hospitalization and treatment details. Follow-up ((B)(6) 2019): new information received from product quality complaint group includes investigation results. Follow-up ((B)(6) 2019): new information received from a contactable consumer by way of claim letter included: suspect product details (upc number updated and additional indication added), medical history, reaction data (including event details and treatment received). Follow-up ((B)(6) 2019): new information received from the product quality group includes: severity ranking. Company clinical evaluation comment: based on the information provided, the events of "2nd degree burn" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "2nd degree burn" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Complaint sub-class: adverse event safety request for investigation. Rsnbly suggest device malfunc: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Division: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 centigrade to 41.6 centigrade)per lower back and hip (B)(4), effective: (B)(6) 2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Rsrv. Sample eval. Rationale: there were no obvious defects found during visual inspection of retain. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the five pouched wraps inside and shows no obvious defects. (B)(4) retain sample inspection form documented

Manufacturer narrative:
Complaint sub-class: adverse event safety request for investigation. Reasonably suggest device malfunc: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Division: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6centigrade to 41.6centigrade)per lower back and hip spec-34832, effective: 17may2018.this batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures.rsrv. Sample eval. Rationale: there were no obvious defects found during visual inspection of retain. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the five pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented.

Event description:
2nd degree burn [burns second degree] , did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product [device use error], scaring/forever being scared [scar]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 45-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number w38025, expiration date may2021, upc number "0573301725", from (B)(6) 2019 to (B)(6) 2019 at 1 patch for 5 days for neck pain from a neck strain. Medical history was none. There were no concomitant medications. The patient previously did not use thermacare and did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was calling about thermacare heatwraps joint pain therapy. She attached the adhesive to body. She used thermacare for 4-6 hours per day. She used the product on (B)(6) 2019 for 5 hours and when she took it off she had a burn. She went to the doctor and they said that she had a 2nd degree burn on (B)(6) 2019. She went to patient first to see a physician for the burn. She also experienced scaring, forever being scared on (B)(6) 2019. No admission to hospital involved. Treatment received included ointment and coconut oil for the events 2nd degree burn and scaring, forever being scared. The patient was not currently the care of a physician for any medical condition. She classified her skin tone as dark or olive. She had no abnormal skin condition. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on (B)(6) 2019. She did not read the usage instructions on thermacare before she used the product. She purchased red box. Packaging was sealed and intact. There was no product remaining. Device was not available for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of the events 2nd degree burn and scaring, forever being scared was not resolved and the outcome of the other event was unknown. According to product quality complaints: complaint sub-class: adverse event safety request for investigation. Reasonably suggest device malfunc: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Division: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6centigrade to 41.6centigrade)per lower back and hip spec-34832, effective: 17may2018.this batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures.rsrv. Sample eval. Rationale: there were no obvious defects found during visual inspection of retain. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the five pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first n/a complaint for the sub class adverse event safety requested investigation received at the (name) site requiring an evaluation for this batch. The complaints were evaluated to identify any potential trend and no trend was detected. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (24jun2019): new information received from a contactable consumer includes patient data, device data (action taken, start date, stop date, dose), new events (scaring/forever being scared, did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product), onset date of events, outcome of events, deny of hospitalization and treatment details. Follow-up (05jul2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment based on the information provided, the events of "2nd degree burn" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "2nd degree burn" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Complaint sub-class: adverse event safety request for investigation. Rsnbly suggest device malfunc: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Division: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6centigrade to 41.6centigrade)per lower back and hip spec-34832, effective: 17may2018.this batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures.rsrv. Sample eval. Rationale: there were no obvious defects found during visual inspection of retain. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the five pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented.

Event description:
Event verbatim [preferred term] 2nd degree burn [burns second degree] , did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product [device use error] , scaring/forever being scared [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 45-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number w38025, expiration date may2021, upc number 305733017258, from (B)(6) 2019 to (B)(6) 2019 at 1 patch for 5 days for neck pain from a neck strain and joint therapy applied to neck/shoulder. Medical history included allergies: azithromycin, hives from an unknown date and unknown if ongoing. There were no concomitant medications. The patient previously did not use thermacare and did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was calling about thermacare heatwraps joint pain therapy. She attached the adhesive to body. She used thermacare for 4-6 hours per day. She used the product on (B)(6) 2019 for 5 hours and when she took it off she had a burn. She went to the doctor and they said that she had a 2nd degree burn on (B)(6) 2019. The diagnosis given by the doctor is second degree burn. She went to patient first to see a physician for the burn. She also experienced scaring, forever being scared on 09may2019. No admission to hospital involved. Treatment received included ointment and coconut oil for the events 2nd degree burn and scaring, forever being scared; and keep it cleaned. The patient was not currently the care of a physician for any medical condition. She classified her skin tone as dark or olive. She had no abnormal skin condition. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on (B)(6) 2019. She just checked her skin before and after using thermacare. She did not read the usage instructions on thermacare before she used the product. The product was not heated in a microwave prior to usage and was not re-heated at all during usage. The patient did not leave the product on while she was asleep. The patient applied the product directly to her skin, and the skin was not damaged or broken prior to the usage of thermacare. The area was not bruised or swelled 48 hours prior to usage of thermacare. During usage, she did not detect irritation, redness or burning. Thermacare was not used along with pain rubs, medicated lotions, creams or ointments. She purchased red box. Packaging was sealed and intact. There was no product remaining. Device was not available for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of the events 2nd degree burn and scaring, forever being scared was not resolved and the outcome of the other event was unknown. According to product quality complaints: complaint sub-class: adverse event safety request for investigation. Rsnbly suggest device malfunc: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Division: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6centigrade to 41.6centigrade)per lower back and hip spec-34832, effective: 17may2018.this batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures.rsrv. Sample eval. Rationale: there were no obvious defects found during visual inspection of retain. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the five pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first n/a complaint for the sub class adverse event safety requested investigation received at the (name) site requiring an evaluation for this batch. The complaints were evaluated to identify any potential trend and no trend was detected. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (24jun2019): new information received from a contactable consumer includes patient data, device data (action taken, start date, stop date, dose), new events (scaring/forever being scared, did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product), onset date of events, outcome of events, deny of hospitalization and treatment details. Follow-up (05jul2019): new information received from product quality complaint group includes investigation results. Follow-up (23jul2019): new information received from a contactable consumer by way of claim letter included: suspect product details (upc number updated and additional indication added), medical history, reaction data (including event details and treatment received). Company clinical evaluation comment: based on the information provided, the events of "2nd degree burn" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "2nd degree burn" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term]. Did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product [device use error], 2nd degree burn [burns second degree], scaring/forever being scared [scar]. Narrative: this is a spontaneous report from a contactable consumer reported for herself. A 45-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number w38025, expiration date may2021, upc number 305733017258, from (B)(6) 2019 at 1 patch for 5 days for neck pain from a neck strain and joint therapy applied to neck/shoulder. Medical history included allergies: azithromycin, hives from an unknown date and unknown if ongoing. There were no concomitant medications. The patient previously did not use thermacare and did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient was calling about thermacare heatwraps joint pain therapy. She attached the adhesive to body. She used thermacare for 4-6 hours per day. She used the product on (B)(6) 2019 for 5 hours and when she took it off she had a burn. She went to the doctor and they said that she had a 2nd degree burn on (B)(6) 2019. The diagnosis given by the doctor is second degree burn. She went to patient first to see a physician for the burn. She also experienced scaring, forever being scared on (B)(6) 2019. No admission to hospital involved. Treatment received included ointment and coconut oil for the events 2nd degree burn and scaring, forever being scared; and keep it cleaned. The patient was not currently the care of a physician for any medical condition. She classified her skin tone as dark or olive. She had no abnormal skin condition. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare since (B)(6) 2019. She just checked her skin before and after using thermacare. She did not read the usage instructions on thermacare before she used the product. The product was not heated in a microwave prior to usage and was not re-heated at all during usage. The patient did not leave the product on while she was asleep. The patient applied the product directly to her skin, and the skin was not damaged or broken prior to the usage of thermacare. The area was not bruised or swelled 48 hours prior to usage of thermacare. During usage, she did not detect irritation, redness or burning. Thermacare was not used along with pain rubs, medicated lotions, creams or ointments. She purchased red box. Packaging was sealed and intact. There was no product remaining. Device was not available for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of the events 2nd degree burn and scaring, forever being scared was not resolved and the outcome of the other event was unknown. According to product quality complaints: complaint sub-class: adverse event safety request for investigation. Reasonably suggest device malfunction: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Division: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6centigrade to 41.6centigrade) per lower back and hip spec-34832, effective: 17may2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Rsrv. Sample eval. Rationale: there were no obvious defects found during visual inspection of retain. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the five pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first n/a complaint for the sub class adverse event safety requested investigation received at the (name) site requiring an evaluation for this batch. The complaints were evaluated to identify any potential trend and no trend was detected. On the basis of this evaluation, a trend does not exist for this batch. Per the product quality group, the hazard analysis list (hal) severity ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. Follow-up (24jun2019): new information received from a contactable consumer includes patient data, device data (action taken, start date, stop date, dose), new events (scaring/forever being scared, did not check her skin under the product while wearing thermacare/did not read the usage instructions on thermacare before she used the product), onset date of events, outcome of events, deny of hospitalization and treatment details. Follow-up (05jul2019): new information received from product quality complaint group includes investigation results. Follow-up (23jul2019): new information received from a contactable consumer by way of claim letter included: suspect product details (upc number updated and additional indication added), medical history, reaction data (including event details and treatment received). Follow-up (30jul2019): new information received from the product quality group includes: severity ranking. Follow-up (16sep2020): new information received from the product quality group includes: investigation results. Summary of investigation: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c)per lower back and hip spec-34832, effective: 17-may-2018. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Evaluation of the consumer returned sample did not provide any additional evidence of why the consumer received a "2nd degree burn". The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety requested. Investigation received at the albany site requiring an evaluation for this batch. The complaints were evaluated to identify any potential trend and no trend was detected. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: this is not an expedite complaint. Site sample has been received at the site on 01-aug-2019. Return sample evaluation: one flex use pouch - pouch is open, no obvious defects.

Manufacturer narrative:
Summary of investigation: batch w38025 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c)per lower back and hip spec-34832, effective: 17-may-2018. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "2nd degree burn". The burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Evaluation of the consumer returned sample did not provide any additional evidence of why the consumer received a "2nd degree burn". The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety requested. Investigation received at the albany site requiring an evaluation for this batch. The complaints were evaluated to identify any potential trend and no trend was detected. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: this is not an expedite complaint. Site sample has been received at the site on 01-aug-2019. Return sample evaluation: one flex use pouch - pouch is open, no obvious defects.

Event description:
Event verbatim [preferred term] 2nd degree burn [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) years-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number w38025, expiration date may2021, upc number (B)(4), from an unspecified date at unknown frequency for neck pain from a neck strain. Medical history was none. There were no concomitant medications. The patient was calling about thermacare heatwraps joint pain therapy. She used the product on (B)(6) 2019 and when she took it off, she had a burn. She went to the doctor and they said that she had a 2nd degree burn on (B)(6) 2019. She went to patient first to see a physician for the burn. Packaging was sealed and intact. Device was not available for evaluation. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "2nd degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "2nd degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.